Event description:
It was reported for the previous month at least once a case, the generator would display an error message. They would have to stop the case to either wait until it went away or they would have to reboot.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2012. The pulsar generator was received in fair condition, with several scratches on top, front and sides. The unit functioned normally when energy was delivered into fixed resistors. There were excessive e2 (cut or coag foot pedal switch may be stuck in the on position) errors that were a result of a ucb software bug. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.